Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The product was not returned. However, pictures were provided. One picture is of a plate by itself. The other image is an x-ray that shows the implant hold in the vertebral space. The images do not provide a clear picture of the plate being jammed in backwards. The lot number for the specific item was not provided, so the device history record (DHR) for that item could not be reviewed. However, the kit containing the items was provided and the dhrs associated with them were reviewed. There were no nonconformances or temporary deviations associated with the kit. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the kit was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure, while inserting the first anchoring plate, a plate was found stuck upside down in the inserter. The surgeon removed the inserter and an alternate was used to complete the case. The complaint allegation is non-verifiable. The exact cause of this event can't be determine with the available information. However, based on the millstone investigation and reported event, it is possible that someone in the field had put the plate in backwards, either through testing prior to surgery or a previous case and did not remove the item.

Event description:
It was reported that during the procedure, while inserting the first anchoring plate, a plate was found stuck upside down in the inserter. The surgeon removed the inserter and an alternate was used to complete the case. There were no surgical delays and no additional patient impacts reported, however, the surgeon is concerned about potential infection. This is report two of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2019-00333.

Event description:
It was reported that during the procedure, while inserting the first anchoring plate, a plate was found stuck upside down in the inserter. The surgeon removed the inserter and an alternate was used to complete the case. There were no surgical delays and no additional patient impacts reported, however, the surgeon is concerned about potential infection. This is report two of two.